Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 39 events were reported for this quarter. Product return status: 34 devices were received for evaluation, 1 device was available for evaluation but has not yet been received, 4 devices were not available to stryker for evaluation. Evaluation status: 31 events were confirmed during testing, - 17 devices were found to be affected by corrosion, - 14 devices were found to be affected by a lubrication problem, 3 events were not confirmed during testing; the devices were found to be within specifications. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 39 malfunction events in which the device reportedly overheated; 35 events had no patient involvement; no patient impact; 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available to stryker for evaluation.  Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused. H3 other text : device discarded by customer.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.